Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 for an elective abutment removal due to non-use and a skin revision to rotate the skin flap. The internal fixture remains.